Event description:
It was reported the pt underwent catheter revision due to a micro-tear. The pt experienced increased pain (inadequate relief of crpsi). An MRI showed there was no granuloma. A CT myelogram, catheter dye study, and pump rotor study was done. A leak at the catheter was identified. There was no motor stall. The drug used in the pump was sufuenta 48 mg/ml, compounded baclofen 0.5 mg/ml, and bupivacaine 30 mg/ml. The primary drug concentration was not changing. The secondary drug concentration was changed (unspecified). The physician was not planning to perform any bridge bolus. The daily dose was increasing from 18 mcg/day to 19.35 mcg/day. The pt recovered without sequela.